Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent spinal cord stimulator (scs) replacement procedure and was doing well postoperatively. The explanted products will not returned per hospital policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2317-50, serial: (B)(6), batch: (B)(6).